Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open coronary artery bypass grafting (CABG), when closing sternotomy, the needle broke. Another suture was used to resolve the issue in order to complete the case. There was no patient injury.